Manufacturer narrative:
H11: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise and lens rotation. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with a spherical model and the problem was resolved.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found optic/ haptic deformed. Dimensional inspection found the lens to be within specifications. Lens did not pass labeled refraction. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. (B)(4).